Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a frozen display. The patient's blood glucose at the time of incident was 12.0 mmol/l. During troubleshooting the buttons would not respond. The time clock did not advance. The battery was changed but the frozen display anomaly persisted. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received with unresponsive menu and right arrow buttons due to corroded electronic assemblies. No frozen display noted. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to unresponsive buttons. Device received with corroded battery tube, minor scratches on case, keypad overlay peeling, missing display window cover, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.